Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according with the information provided, it was reported that during a shoulder arthroscopy the fms connect interface cable vue is not functioning properly and does not initiate shaver suction on the pump. The complaint device was received and evaluated. Upon visual inspection, it could be observed that the connector and pins are in good condition. The connector cap is attached to the connector as it should, the cable has a bent at the part were the connector and the cable meets. When performing the functional test, a shaver hand piece and another fms connect was used to test the functionality of the device. The device failed to work. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and test result, this complaint can be confirmed. A possible root cause can be attributed to a damage on the cable internal filaments, since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to a damaged cable, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI:(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that during a shoulder arthroscopy procedure on (B)(6)2021, it was observed that the fms connect interface cable vue was not functioning properly and did not initiate shaver suction on the pump. A different interface cable was used to complete case with a surgical delay of less than five minutes. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.